Event description:
Report alleges since 1985 pt's breasts became hard, she developed cysts in both of them (more in the right) and she experienced sweating and tiredness. Physician's notes states capsular contracture iii and IV in right side. Calcification of capusles was seen on CT scan.